Event description:
It was reported that the customer was hospitalized due to high blood glucose of 482mg/dl. The customer experienced ketones, nausea, vomiting, and thirst. The mother stated that the customer was in an accident while driving. It was stated that she was released on friday and readmitted on (B)(6) 2013. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Instructed the mother to program a bolus and it was recorded in the bolus history. Assisted the caller to run a manual prime test and the insulin did exit. Suggested the mother to remove the cannula and it was bent. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.